Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee revision.

Manufacturer narrative:
An event regarding revision of a triathlon insert involving a malpositioned unknown triathlon baseplate component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: (baseplate) component malposition with varus deformity across the knee has contributed to abnormal biomechanics and cosmetically disturbing appearance of the knee contributing to revision although details remain obscure due to limited information. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: (baseplate) component malposition with varus deformity across the knee has contributed to abnormal biomechanics and cosmetically disturbing appearance of the knee contributing to revision although details remain obscure due to limited information. Further information such as product details, product return and evaluation, operative reports and patient details are needed to further investigate this event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee revision.